Event description:
The customer observed error code 1007, (unable to process test, activated read failure) generated from the architect i2000 with reaction vessel lot 69060p100. The customer performed troubleshooting procedures and was concerned the issue was caused by something other than the reaction vessels, therefore, a field service call was initiated. There was no impact to patient management.

Event description:
The catheter broke during dressing change. The catheter was removed without any problems.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported that after a right hemicolectomy procedure, the mesentery of the small bowel appeared quite tethered. About 10cm proximal to the palpable mass, the terminal ileum was divided using the device. The mass originating from the terminal ileum did extend down into the mesentery; the entire area was excised en bloc. Specimen was removed, hemostasis checked and no bleeding present.the device was used to create a side-to-side functional end-to-end anastomosis. Lumen was identified and there appeared to be good hemostasis. The enterotomy was closed with four babcock clamps. The device was used was used to close off the enterotomy. The apices of the staple line were inverted using 3-0 vicryl sutures. The apex of the staple line was reinforced with 3-0vicryl suture as was the anti-mesenteric side of the staple line with 3-0vicryl.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel lots 69523p100 and 69060p100, expiration: n/a. Upon further review, it was determined another suspect architect reaction vessel lot, 69060p100 was in use at the customer facility.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.